Manufacturer narrative:
Device evaluation: the ambicor cylinders were visually inspected; no fluid was in the system. No leaks, damage nor malfunctions were identified. It was concluded the fluid was not in the system due to the semi-permeability of the device, not due to a leak. Product analysis was unable to confirm the reported events nor a device malfunction related to the allegations.

Event description:
It was reported that following an ambicor penile prosthesis implant surgery, the patient experienced constant intense pain at the base of the penis with subsequent significant inflammation of the genitals. An attempt was made to lower the pressure of the prosthesis a little, but it presented with a malfunction and was not able to deflate it. Additional information received indicated that the malfunction was that the pressure did not fall inside the cavernous body, keeping the penis fully erect. The device was inflated before putting it on and after putting it on too, but the patient could not do it alone, because the time was very short and there was a lot of pain. Other intervention included manipulations under the patient sedation and placement of warm water compresses. The patient additional experienced a slightly violet color of the glans. The physician indicated the inflammation and pain was due to the constant intracavernous pressure inside cavernous body causing greater ischemia.

Manufacturer narrative:
Investigation summary: with all the available information, boston scientific concludes based on analysis results, the cause that contributed to the reported clinical events of pain, inflammation and ischemia as well as device deflation issues did not confirmed the reported event. Device history record review (DHR): the device history record review (DHR) confirmed the device met all manufacturing specifications, a risk review confirmed that the event is accounted for in the risk documentation. Label review: a labeling review found no evidence of device off-label use or failure to follow instructions. Device technical analysis: the ambicor cylinders were visually inspected; no fluid was in the system. No leaks, damage nor malfunctions were identified. It was concluded the fluid was not in the system due to the semi-permeability of the device, not due to a leak. Product analysis was unable to confirm the reported events nor a device malfunction related to the allegations. Product analysis summary: visual inspection identified there was not any fluid in the system; however, this is related to the semi permeability of the device, not any device leaks nor malfunctions. Product analysis was unable to confirm the reported events nor a device malfunction related to the allegations. Investigation conclusion: based on this investigation a clear probable cause for the event was not established. A product malfunction related to the reported events was not identified and the adverse event of pain, inflammation and ischemia are included in the product labeling and hazard analysis. Therefore, the conclusion code of known inherent risk of device has been chosen.

Event description:
It was reported that following an ambicor penile prosthesis implant surgery, the patient experienced constant intense pain at the base of the penis with subsequent significant inflammation of the genitals. An attempt was made to lower the pressure of the prosthesis a little, but it presented with a malfunction and was not able to deflate it. The malfunction was that the pressure did not fall inside the cavernous body, keeping the penis fully erect. The device was inflated before putting it on and after putting it on too, but the patient could not do it alone, because the time was very short and there was a lot of pain. Other intervention included manipulations under the patient sedation and placement of warm water compresses. The patient additional experienced a slightly violet color of the glans. The physician indicated the inflammation and pain was due to the constant intracavernous pressure inside cavernous body causing greater ischemia. A new tactra penile prosthesis was implanted on a later date of (B)(6) 2020.